Manufacturer narrative:
Investigation results: the complaint of a loose piece of plastic on the nexiva IV catheter could not be confirmed. The 22g nexiva device was received outside its packaging and with the needle removed. The manipulation from handling or shipping may have caused the loose material to become displaced. A visual and microscopic observation of the returned sample revealed no damage, defects, or unintended material on the device. Although the condition of the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva plastic noted on the catheter. The following information was provided by the initial reporter: problem: loose piece of plastic on catheter during inspection no patient consequence,